Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose after lunch while using the ilet system, stating the pump delivered too much insulin for meals, with a reported glucose nadir of 69 mg/dl before returning to range; the user inquired about adjusting target settings and uses a contact detach steel infusion set. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without escalation of care. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.